Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called in to report a possible occluded reservoir. Customer stated the reservoir would not take insulin in. The customer's blood glucose level was unknown. The customer's reservoirs were replaced, however, nothing was returned for analysis.